Event description:
Caller reported a malfunction on the pump, identified with malfunction code malf 12. There was no reported adverse impact to the customer¿s blood glucose level. Cts provided assistance to the caller in resetting the pump and ensured the customer could continue using it without further issues. Caller was advised to reach out again if the malfunction code reappears, and they acknowledged this instruction.